Manufacturer narrative:
A1-a4: patient information not provided. Section e1: reporter email: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the black cable on the system controller hardly fit the battery clip and much force was needed to connect the battery clip to the black cable. There were no problems attaching the same battery clip to other system controllers. It was noted that there were also no issues connecting the battery clip to the white cable. There was no delay in implant procedure and the patient had no adverse consequences as a result of the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the black power cable not fitting the battery clip and needing excessive force to connect was unable to be confirmed. A review of the downloaded log file contained data spanning approximately 3 days (27nov2023, 29apr2024, 04jun2024 per timestamp). The driveline was not connected throughout the log file. All of the captured data appeared to show the system controller connecting to external power as intended. The returned heartmate 3 system controller (serial number (B)(6)) was in unremarkable condition. The controller was functionally tested and was able to support a mock loop for an extended duration without any issues or alarms activating. The controller was further tested with several test battery clips. The connector nuts were able to be fully fastened as intended without any excessive force. Information provided by the account stated that the associated battery clips were connected to other controllers without issue. Additionally, there were no issues connecting the battery clip to the white power cable. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate iii instructions for use states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors¿ gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿ heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller connectors and cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.